Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to minimally invasive spine (mis) decompression. Intra-op, flex-arm could not tightened and unable to adjust. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and functional inspection confirmed the locking handle on the large flex joint of the flex arm is jammed. An attempt was made to loosen the stuck handle, but it could not be done with a reasonable amount of force. It feels like the screw the lever connects to has become cross threaded inside the joint not allowing it to move. Unable to determine root cause of the jammed handle. If information is provided in the future, a supplemental report will be issued.